Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence, defect in inguinal canal, discomfort and bulging. Post-operative patient treatment included revision surgery, hernia repair with mesh, excision of mesh, mesh dissected free of surrounding structures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced surgical removal of surgipro mesh, left inguinal hernia recurrence repaired with new mesh. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced recurrence, defect in inguinal canal, spermatic cord involved. Post-operative patient treatment included revision surgery, hernia repair with mesh, excision of mesh, mesh dissected free of surrounding structures. Concomitant devices were used: bard perfix plug.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.